Event description:
It was reported that the patient alert was beeping once every half hour for 2 hours. Follow up was attempted; however, there was no further information on why the alert triggered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.